Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: all samples were clean, as they were unopened lot samples. The slides of all the devices were in their initial positions. There were no anomalies noted on the returned lot samples. Procedural/functional testing: samples 1-3: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The devices were able to be fully primed with no issues. The devices were further tested by cocking and firing each device 10 times into a chicken breast with each trigger, for a total of 20 tests per device. Each device fired properly and all 20 samples were obtained with no issues. No difficulty was encountered during the removal from the chicken breast. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for difficult to remove and failure to obtain samples, as only lot samples were returned for evaluation. The returned devices worked properly under laboratory conditions and the reported problem could not be recreated. Per the complaint comments, it was noted that needle was removed from the lesion at an angle. Therefore, it is possible that procedural factors contributed to the event. However, the definitive root cause could not be determined based upon available information. Labeling review: the current maxcore instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy procedure, with a lesion of normal density the probe was very difficult to remove. The health care provider (hcp) changed the angle of the needle and pulled the needle for removal and no sample was obtained. There was no sign of damage to the package or any unusual condition noticed of the probe, prior and post procedure. There was no dry fire performed. There was no coaxial used and the hcp used another device to complete the procedure. There was no patient injury reported.